Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.